Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
Follow-up was conducted to determine the cause of the shock and the circumstances however no additional information was received. Follow-up did note however that the reporter who had previously mentioned the shock was referencing "examples only" and did not have any specific allegation.

Event description:
It was reported that a patient with a "defib device was shocked." Follow-up is in progress to determine the cause of the shock and the circumstances however no additional information has been received yet. The device status is unknown. No further patient complications have been reported as a result of this event.